Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The ins was replaced. The cause of the adaptivestim issue was not determined. The patient reported the paresthesia feeling with the ins was totally different, painful with the previous ins. The ins raised the power by itself when changing positions. Also with 75 hz, the feeling was the same as arrhythmia. The patient was satisfied with the new ins; there were no problems with the same programs (rate) and adaptivestim was ok for the patient. The patient stated the feeling with the ins and adaptivestim was totally different and that she never had it with the explanted ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that an explant of the ins was planned for the (B)(6).

Manufacturer narrative:
Analysis of the returned ins (B)(4) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. The ins passed a series of defined and qualified automated functional tests. The device was set to the parameters it had when received for analysis. Due to the reported event, the ins was set to group a as active which had adaptive stim set. It was monitored in the upright position. The amplitude did not change during the test. The ins functioned without issue throughout 48 hours of testing at body temperature. The ins passed the accelerometer activity test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) with adaptivestim. The error code 006 was reported. Additionally, even though adaptivestim / power had been programmed and saved earlier, the power in stimulator rose automatically from 4.9 to 8.3 during the upright position. Factors that may have led or contributed to the issue included when moving from another position to upright position. Adaptivestim had been erased and programmed again, but that did not help. Also, it was reported the stimulator "hakkaa" couple of hours without changing any settings and then slows down again by itself. Somehow, adaptivestim does not save the settings for the upright position. The issue was not resolved at the time of the report. The ins was still implanted, but the patient cannot use adaptivestim. No surgical intervention occurred and it was asked but unknown if one was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient contacted the nurse to resolve the 006 error code. The 006 error code disappeared from the programmer window. The 006 error code was not explained to the patient by the nurse. In regards to any issues noticed with the ins pocket, it was indicated that it might be too deep. It was clarified that the stimulator "hacks" couple of hours without changing any settings and then slows down again by itself. Adaptivestim was enabled when the issue occurred; adaptivestim was on all the time.